Event description:
It was reported that a nim response 3.0 mainframe and refurbished patient interface were "not working properly". This is the only in formation provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
Concomitant medical products: nim response 3.0 patient interface refurb (8253200rf); sn: (B)(4); lot: 64260700; date of manufacture: october 12, 2009; returned to medtronic: may 6, 2015; 510k: k083124 (B)(4). In response to medtronic¿s request for device return, both devices were returned to the manufacturer for evaluation and repair (detailed as follows): 8253001: analysis was not able to confirm or duplicate the alleged complaint, finding no fault or out of specification conditions. The device tested and passed all manufacturing specifications. 8253200rf: analysis was not able to confirm or duplicate the alleged complaint, finding no fault or out of specification conditions directly related to the reported event. However, the wave washers were worn and a cable clip was broken. The device was repaired, tested, and passed all manufacturing specifications. This device is used for therapeutic purposes.